Event description:
Connection issues associated with the ventricular channel during the implantation procedure; therefore, the device was not implanted. The physician has watched the lead connection video posted on the company website, and the "tilting" method was applied.

Manufacturer narrative:
(B) (4). Analysis is pending.